Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic pancreatectomy, after loading the device, the operator noticed that the reload was not fully closed. Another device was used to complete the case. There was no patient involvement.